Manufacturer narrative:
The device has been received; however, the investigation has not been competed. Once the investigation has been completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic implant coil could not be detached with the instant detacher nor by the manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use). Prior to the event, the first coil was placed successfully. The second coil (the reported device) was then placed nicely into the aneurysm and then detached with the instant detacher, but it was observed to come out of the aneurysm when the pushwire was pulled out. The coil was pushed back into the aneurysm and attempted to be detached several times without success. The coil was taken out and replaced with another medtronic coil to complete the procedure successfully. 5-6 detachment attempts were made with the instant detacher. 2 more attempts were made with a 2nd instant detacher. 2 attempts were made with the manual method. The instant detacher will not be returned as it was discarded. No patient injury was reported as a result of the event. The patient was undergoing balloon assisted coiling embolization treatment of a ruptured saccular aneurysm measuring 3mm x 2mm located in the acom. The vasculature was normal in tortuosity and the blood flow was normal.

Manufacturer narrative:
D10: device available for evaluation - additional information. G4. Date MFR rec ¿ additional information. H2: type of follow up - device evaluation. H3: device evaluated by manufacturer- additional information. H6: codes updated the device was returned for evaluation and the clinical observation could not be confirmed. As received, the axium pushwire returned without implant coil attached and missing. The instant detachers were not returned for analysis as they were discarded. The actuator interface was securely attached to the coupler tube. A kink was found on the pushwire at the positive load indicator and a break was found at the break indicator with the release wire also broken just proximal of the distal segment of the pushwire. This is indicative that manual detachment attempts were performed at the break indicator. The coin was found to be present and pulled back from the lumen stop; with the shield coil present and intact. The implant coil and instant detacher were not returned; therefore, any contribution of the implant coil and instant detacher to the non-detachment could not be determined. The break indicator was broken, and the coin was pulled back from the lumen stop, indicative that a successful manual detachment has been made. There was no indication that a mechanical detachment attempt was performed as the actuator interface was still securely attached to the coupler tube. Detachment testing using an in-house instant detacher could not be performed due to the kink at the positive load indicator as well as the coil was already detached. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.